Event description:
Single account reported to dade behring that they observed a clinical s.aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on a secondary method oxacillin screen agar) for the clinical isolate. The susceptible result was not reported to the physician. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained.